Event description:
Additional information received from technical support indicating that the noise episodes resulted in oversensing.

Event description:
During an in-clinic follow up, noise, high capture threshold, and high pacing impedance were noted on the right atrial (ra) lead. Provocative testing was conducted which reproduced the noise episodes. It was suspected that the cause of the event was due to lead damage. However, no diagnostic imaging was conducted to confirm the supposition. Technical support was also contacted but the high capture threshold could not be confirmed as the capture trend was not available but it was determined that the noise episodes resulted in oversensing. During an unrelated device upgrade procedure, a new ra lead was attempted to be implanted but was unsuccessful. The patient already has four other implanted leads in place and a new ra lead could not advance down into the heart. The ra lead revision was abandoned. The patient was stable with no consequences.

Manufacturer narrative:
Source: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, noise, high capture threshold, and high pacing impedance were noted on the right ventricular (rv) lead. Provocative testing was conducted which reproduced the noise episodes. It was suspected that the cause of the event was due to lead damage. However, no diagnostic imaging was conducted to confirm the supposition. Technical support was also contacted but the high capture threshold could not be confirmed as the capture trend was not available. During an unrelated device upgrade procedure, a new rv lead was attempted to be implanted but was unsuccessful. The patient already has four other implanted leads in place and a new rv lead could not advance down into the heart. The rv lead revision was abandoned. The patient was stable with no consequences.